Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed multiple motor errors, has a blank screen and the keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 277 mg/dl at the time of incident. Troubleshooting was done for errors and it appears the issue may have ben resolved but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction.